Manufacturer narrative:
Occupation is patient/consumer. The case was sent to the manufacturer for investigation. There is a low probability of false positives occurring. Potential causes of sample deviation and poor reproducibility can be due to mucous membranes present in the nose, mucin and iga act as a bridge between capture and detector, which may cause non-specificity. The test does not differentiate between sars-cov and sars-cov-2. Test interference from patient-specific factors or other non-specific antibodies, or highly viscous specimens could lead to false positive results. Samples with common human cold coronavirus, influenza virus, rhinovirus metapneumovirus, and adenovirus have also the possibility of causing false positive results for sars-cov-2. Refer to the limitations section of the instructions for use. .

Event description:
The consumer reported a false positive result with the covid-19 at-home test compared to a negative pcr and covid-19 at-home test results. On (B)(6) 2022, in the morning, the consumer performed covid-19 at-home test and the result was positive. On (B)(6) 2022, at an unknown time, the consumer performed covid-19 at-home test and the result was negative. On (B)(6) 2022, at an unknown time, the consumer had a pcr test and the result was negative. The consumer alleged that the comparisons performed on (B)(6) 2022 were done within 24 hours. The customer does not have any symptoms and believes the negative results are correct.